Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2004, the pt contacted lifescan and reported that her one touch ultra meter would not power on. There is no allegation of harm or serious injury. During troubleshooting, it was verified that she was using the correct test strips. She was asked to press the power button, but the meter still did not turn on. It was discovered that the batteries were not correctly installed. She was asked to place the batteries in correctly, but still the power issue persisted. The condition of the battery contact was good. She had called her home care nurse to come and visit. The nurse's meter result was 70 mg/dl, which does not reflect any serious injury. She was not given any treatment. Based on the info provided, there is indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. However, there is no info to suggest that the pt experienced injury due to the meter. This case is reported as a meter malfunction. A replacement meter, test strips, and control solution were sent to the pt.